Manufacturer narrative:
Batch review performed on 31 march 2021: lot 145411: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since (B)(6) 2017. Clinical evaluation performed by medacta medical affairs department: femoral component revision performed 6 years after primary cementless total hip arthroplasty in a (B)(6) woman. Osteolytic signs are visible in several areas around the stem, origin unknown. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 6 years and 3 months after primary for stem loosening. The stem was revised successfully and m-vizion modular stem implanted successfully.